Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins) who reported that there was an issue with lead insertion or the setscrew. The issue was reported to have occurred about 6 months prior to the call. The rep indicated that the failure occurred at implant and the healthcare provider (hcp) used another ins. Additional the exact failure mode was unknown to the rep. No patient symptoms were reported an there was no indication that the issue resulted in prolonged surgical procedure. Additional information received from a manufacturer representative (rep) who reported the lead would not secure in the ins socket. The lead was advancing beyond the point of the set screw, but would not fully advance into the socket. Adjustment of the set screw was attempted, but that had no effect. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_wrench_acc lot# serial# unknown implanted: explanted: product type accessory.analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of ins determined that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Note: product ID: neu_wrench_acc, product type: accessory was not considered as complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was evaluated.